Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise, decreased sensing and impedance measurements. No adverse patient effects were reported. Additional information was received approximately twenty-one months later that during a normal device check, this lead's impedances were still decreasing and have been over time. Values were reported at 190 ohms. The local sales representative stated there is likely an insulation issue. There was no noise showing up in the rv electrogram as v-tachy events. Thresholds have also gradually increased. Due to the patient's age, the physician has elected to program the device to a vvi mode at 45 ppm. The patient only paces 21 percent and has no symptoms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.